Event description:
Nurse was checking the syringe to see when it would be empty and need to be changed. It was expected to be low and it was found to have 13cc of solution in the syringe. The medication is milrinone (0.1mg/ml). It was hung at 0300 and should have been running at 1.6cc/hour. If it ran at that rate for 12 hours there should have been about 1cc left in the syringe. Biomed was paged and they said they would not come and get the pump. Nurse supervisor said to place the pump in the dirty supply room, that biomed will look at it later. Medical team informed that milrinone drip was not infusing for several hours ~ 7 hours.what was the original intended procedure?medication administration.device #1is this a laboratory device or laboratory test?no.